Event description:
It was reported that during a pfa procedure the farawave 31 mm - us catheter was selected for use, following pfa applications in the lspv and lipv the physician was unable to move the guidewire in the farawave catheter. Aggressive force had to be used to remove the wire. The catheter was replaced, and the procedure was completed successfully without patient complications. The device has been received for analysis and investigation is still in progress.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the farawave catheter underwent visual inspection and functional testing. No outer abnormalities were observed, though the device was returned without a guidewire inserted. A guidewire was successfully inserted through the catheter. Deployment was tested multiple times, and device was deployed to basket and flower position with no unusual resistance noted. The catheter passed all tests performed and exhibited normal device characteristics. The reported clinical observations were not confirmed by the analysis results.

Event description:
It was reported that during a pfa procedure the farawave 31 mm - us catheter was selected for use, following pfa applications in the lspv and lipv the physician was unable to move the guidewire in the farawave catheter. Aggressive force had to be used to remove the wire. The catheter was replaced, and the procedure was completed successfully without patient complications. The device has been received for analysis.